Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) increased to 429 with trace ketones that a healthcare provider did not identify as dangerous/life threatening. Customer attempted to address elevated bg with a correction bolus. As a result, customer went to the emergency room (ER) and was treated with a system flush which resolved issue. Customer was released from the ER on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer changed infusion set and cartridge and resumed insulin. Customer ultimately reverted to an alternate method of insulin therapy.